Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a follow up experiencing fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. Device replacement would be scheduled due to the device had reached normal elective replacement indicator.